Event description:
It was reported that this lead was a case of attempted implant due to a product performance anomaly. A new lead was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.